Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 09/06/2023, 09/13/2023, and 09/20/2023 to obtain confirmation of the part replacement and resolution, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a bad ac inlet. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the ventilator grounding was bad out of the ac inlet. The customer stated that the power cord was good. This investigation is ongoing.